Manufacturer narrative:
Result - damaged sensor coil cord.

Event description:
It was reported by service report that the head-end lift was not working. It is unknown if there was patient involvement or adverse consequences to report.